Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacing impedance measurements on this right ventricular (rv) lead were high and out of range, and noise was seen. Oversensing of noise was seen on the right atrial (ra) lead with a few anti tachycardia response episodes. The shock values were normal. No further follow up was planned. The patient was not pacemaker dependent. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information noted that a revision took place, and a new defibrillation portion of the lead was implanted and a new ra lead was connected to the existing device. No additional adverse patient effects were reported.